Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 2 years and 10 months after dental implant was installed in intraoral region 30#, its loss of osseointegration was observed. The patient presented insufficient bone quality/quantity (bone type ii), bone graft was executed and 32 ncm of primary stability was achieved.